Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. There are several potential causes for prosthetic valve re-operation and may be a manifestation of structural valve deterioration such as calcification and pannus growth. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards learned of a mitral bioprosthetic valve that required valve in valve intervention after an implant duration of five (5) years, six (6) months due to mitral stenosis secondary to degeneration. The patient was implanted with a 29mm transcatheter valve within the existing valve in case that required full sternotomy. The patient also underwent replacement of her native aortic valve with a competitors bioprosthesis. Surgeon cut out the leaflets of the mitral valve and left the sewing ring for the trancatheter to anchor to. The post op echo looked good. There were no reported complications.